Event description:
Hamilton medical ag received the following event information: "on 14.9. Around 3:30 p.m. Some tf popped up, machine was then taken out of service."

Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 -3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Hamilton medical ag received the log files of the device. On 14.09.2022 some technical fault (tf) alarms were registered in the log files. Then the device went into ambient state. Tfs indicate that the connection between interactive panel and ventilation unit (vu)was interrupted. The device was shut down by the user. Patient was not harmed. Device was checked, software test was performed- no errors recognizable. Display cable was checked for damage - nothing found. Test run was performed on the test without any problems. Vu esm was replaced. This file reports the event stated in hamilton medical ag case number (B)(4).